Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that, when the patient sleeps, she changes positions and the vibration goes up and down, so she usually sleeps with stimulation off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their healthcare provider (hcp) made a few adjustments to their stimulation, but they were not optimal. The patient was told by their hcp that it was due to the makeup of the patient's body. The patient stated that the stimulation strength changes depending on how much pressure they put on the ins when they are getting in and out of bed. The patient has been turning off the stimulation at night in the meantime and plans to follow up with their hcp to see what can be done about the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-10-27. It was reported the patient¿s weight was (B)(6) pounds at the time of the event. They turned the unit off to resolve the reported event that when they sleep and change positions, the vibration goes up and down. No further complications were reported/anticipated.